Manufacturer narrative:
The device used in treatment has been returned for evaluation, establishing a relationship between the event reported. The visual inspection found no defects, functional inspection found the device could not generate or control negative pressure due to a defective vacuum pump. A review of the devices history showed that these units passed all acceptance criteria and were compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies complaint history has been reviewed with similar instances recorded. However, it is deemed that no further action is necessary in relation to this complaint, now complete and recorded, mechanical component failure, at this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Please be assured that all products are released to the market following rigorous quality checks during production and prior to dispatch.

Event description:
It was reported that the device was found unable to generate and control negative pressure due to a leak coming from the motor. No patient harmed, and no injury reported because this was found during service and repair.